Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined

Event description:
During follow-up, data missing in the direct trend was noted. Technical support was contacted and firmware download will be performed at patient's next follow-up. The patient was in stable condition.